Manufacturer narrative:
(B)(4). Batch #: n55r41: additional information requested and received: can you please clarify how the stapler misfired? Did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. If the device stapled, were the staples properly formed? Na. The analysis showed that the ats45 device was received with no apparent damage and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Additionally, the pan had marks on the bottom consistent with the damaged observed when a locked reload is attempted to fire with enough force to eject the reload forward. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The reload was loaded and did not fell out during functional testing.

Event description:
It was reported by the sales rep that during a hand assisted colon procedure, upon the initial firing the stapler misfired; white reload used. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device and reload will be returned.